Manufacturer narrative:
(B)(4). The customer reportedly replaced the oxygen sensor to resolve this issue.

Event description:
Covidien received info stating that an 'o2 sensor bad' alarm occurred. The oxygen sensor could not be calibrated. The device was not in use on a pt when this event occurred.